Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs and two devices. The visual and photographic inspection of both instruments noted no abnormalities. The first loading unit was fully applied and the interlock was engaged with damage noted to the knife blade. The second loading unit was fully applied. The interlock was damaged. No damage was noted to the knife blade. The first sulu was reset and loaded into the first returned device. The single use loading unit(sulu) and instrument were applied to test media with acceptable results. A test sulu was loaded into the second instrument. The sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Replication of the interlock damage may occur due to rough handling of the instrument or attempting to close the jaws of the instrument with the interlock engaged. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open anterior resection when transecting the colon, there were issues with 2 device of the same lot no. After firing the 1st device the white flag of the device had broke, the debris of white safety flag fell into the patient cavity was retrieved. They used the second handle and the knob was difficult to pull back after firing.